Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw tap broke and remained in the patient. No medical intervention was reported. The procedure was completed successfully.

Manufacturer narrative:
This report is being filed on behalf of the legal manufacturer, biocomposites. Alleged failure: screw broke. According to the OEM biocomposites: the screw was not returned, evaluation was not possible the suspected root causes are unable to confirm. The corrective action no adverse consequences to the patient. The preventive action ensure to check that the driver is not damaged or bent prior to use ensure that graft/screw/tunnel appropriately sized ensure not to insert over a bent guidewire the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known lot number was not provided.

Event description:
It was reported that the screw tap broke and remained in the patient. No medical intervention was reported. The procedure was completed successfully.